Event description:
Patient's ot ultra meter would not power on. The issue was not resolved with troubleshooting. The patient did experience symptoms of tired, droopy, saggy, and did not have an appetite. They ate something to bring their sugar back up. No medical intervention was required. The meter has been replaced.